Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via a vein near the elbow. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous left forearm shunt. This 6.0 x 40, 75cm mustang balloon catheter was selected and upon the first inflation, the balloon ruptured at 18atm. The device was removed from the patient intact. The procedure was completed with another of the same mustang balloon catheter. No patient complications were reported and the patient's status is good.